Manufacturer narrative:
(B)(4). Batch # n9124r. The following information was requested, but unavailable: how did device not work? Did device jam (not fire clips)? Did device not feed clips? Did device drop or eject clip? Did device sideways feed clip? Did device fire malformed clip? Did device fire scissored clip? The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 11 conforming clips; however, the clips were fed intermittently; then, the remaining clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. Two (2) clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a defective clamp, it is not working. Another like device was used to complete the procedure. There were no adverse consequences for the patient.